Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) a query was run in the eqms on 14/apr/2026 against "lot number" "6013570" and similar malfunction codes: no malfunction based on complaint information, no malfunction based on complaint information, no failure detected. The review confirmed that lot 6013570 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 14/apr/2026 against "lot number" criteria equal "6013570" and similar malfunction codes: no malfunction based on complaint information, no malfunction based on complaint information, no failure detected. The count of complaints is 1. The complaint number are (B)(4). Device history record (DHR) review: the lot 6013570 was manufactured according to work instruction (wi) version 79 and manufactured in the line 10, on 30/may/2025 with a total of (B)(4) units. Sub-assembly: gluing of tubing the sub-assembly, gluing of tubing of the lot 5e02299 was manufactured according to the form version 04 and manufactured in the line 3, on 24/may/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5e05362 was manufactured according to the form version 04 and manufactured in the line 03, on 26/may/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013570 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 and eventually shifted to intensive care unit (ICU) due to diabetic ket acidosis and the patient got treated with intravenous fluids of saline and insulin. After spending 3 days in the hospital, the patient was released. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.